Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had a scratched display and damage that made the insulin pump not functioning as designed. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump needed to be replaced the insulin pump and was recommended to refer to the backup plan. The insulin pump will not be returned for analysis.